Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stated the "tower" of the sensor would not come off after inserting the sensor into his body. The customer was advised to learn about insertion techniques. The product is not being returned. Nothing further was reported.